Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sensor failure alarm occurred. The customer had tried reconnecting the fiber optic several times. The getinge representative asked the user to disconnect, and a waveform was still present. Blood pressure numbers were displayed and the iab was already being transduced through the central lumen. The getinge representative explained how to maintain/flush the central lumen and the differences in using the transduced lumen vs the fiber optic going forward. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.